Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
The clinician reported that five months after the dental implant was placed, in intraoral site #5 of the patient¿s mouth, non- osseointegration was observed. Primary stability was achieved and immediate load was not performed. Patient presented bone type IV. At the time of the event the patient had bleeding, inflammation, and dehiscence. Poor bone quality/quantity and bone resorption were reported to have contributed to the event. The device will be forwarded to the manufacturer for investigation.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. Considering the surgical methodology, the dentist reported that the implant was immediately installed in an alveolus with signs of injury/ infection. Moreover, fenestration occurred.

Event description:
The clinician reported that five months after the dental implant was placed, in intraoral site #5 of the patient¿s mouth, non- osseointegration was observed. Primary stability was achieved and immediate load was not performed. Patient presented bone type IV. At the time of the event the patient had bleeding, inflammation, and dehiscence. Poor bone quality/quantity and bone resorption were reported to have contributed to the event. The device will be forwarded to the manufacturer for investigation.